Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. The patient's presenting rhythm was atrial sensed and ventricular paced at 65 ppm. The device was at eri, but interrogation should have been possible. Further tests indicated that telemetry was poor. A differ- ent programmer was used and the patient was moved to another room. Interrogation was still not possible.